Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(4) 2017, during the replacement of a biotronik pacemaker with the subject device, there was no pacing after connection of the subject device. The patient's heart rate was between 30 bpm and 40 bpm. The physician repeated the connection several times to confirm there was no problem with the interface connection. In order to prevent the blood causing a poor contact, the physician wiped the tip of the lead, but there was still no pacing. Lead measurements in bipolar had been performed before connection with a pacing system analyzer and found normal: in the atrium: threshold: 0.5v, sensing: 3mv, impedance: 650o. In the right ventricle: threshold: 0.4v, sensing: 9mv, impedance: 550o. Finally, the physician implanted a medtronik pacemaker in place of the subject device. After the replacement, all the parameters were normal.

Manufacturer narrative:
The preliminary analysis revealed a device/lead connection issue.

Event description:
On (B)(6) 2017, during the replacement of a biotronik pacemaker with the subject device, there was no pacing after connection of the subject device. The patient's heart rate was between 30 bpm and 40 bpm. The physician repeated the connection several times to confirm there was no problem with the interface connection. In order to prevent the blood causing a poor contact, the physician wiped the tip of the lead, but there was still no pacing. Lead measurements in bipolar had been performed before connection with a pacing system analyzer and found normal: in the atrium: threshold: 0.5v, sensing: 3mv, impedance: 650o in the right ventricle: threshold: 0.4v, sensing: 9mv, impedance: 550o. Finally, the physician implanted a medtronik pacemaker in place of the subject device. After the replacement, all the parameters were normal.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, during the replacement of a biotronik pacemaker with the subject device, there was no pacing after connection of the subject device. The patient's heart rate was between 30 bpm and 40 bpm. The physician repeated the connection several times to confirm there was no problem with the interface connection. In order to prevent the blood causing a poor contact, the physician wiped the tip of the lead, but there was still no pacing. Lead measurements in bipolar had been performed before connection with a pacing system analyzer and found normal: in the atrium: threshold: 0.5v, sensing: 3mv, impedance: 650o in the right ventricle: threshold: 0.4v, sensing: 9mv, impedance: 550o. Finally, the physician implanted a medtronik pacemaker in place of the subject device. After the replacement, all the parameters were normal.